Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The contamination was found inside the pump. The pump was not functionally tested due to contamination. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had folds that indicate possible buckling of the cylinders in the distal cylinder body. Both cylinders had a hole at corner of the fold in the outer tube attributed to wear at fold; however, there was no damage to the inner tube resulting in the cylinder passing the leak test. Both cylinders had wear at fold in cylinder body. Both cylinders were pressure tested and performed within specification.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device became faulty. A new inflatable penile prosthesis was implanted, following the surgery, the patient was stable and the event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device became faulty. A new inflatable penile prosthesis was implanted, following the surgery, the patient was stable and the event resolved.